Event description:
It was reported that (1) device was about to be used during a bowel resection. It was reported by the affiliate that prior to surgery, the ax55b instrument was tried and did not fire. Another instrument was used to complete the case. There was no consequence to the pt.